Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the patient had a revision on (B)(6) 2019 where one lead was revised and the other was non-functioning and was replaced with the stimulator. The implant site was satisfactory in appearance and well healed and programming had captured the painful areas. During follow-up on (B)(6) 2019 and (B)(6) 2019 the patient had pain and was reprogrammed. It was noted that the patient was doing well and had good coverage over the lower lumbar spine.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins ¿wasn¿t doing the trick and wasn¿t working very well.¿ the patient reported that he had x-rays done and it as determined that the ¿leads were bad.¿ the patient reported that he then had the ins replaced. No further complications were reported.